Event description:
The customer reported while treating a cardiac arrest patient in the AED mode, the device was advising a shock more frequently than they expected.

Manufacturer narrative:
The customer reported that while treating a cardiac arrest patient in the AED mode, the device was advising a shock more frequently than they expected. The involved patient died. A follow-up report will be submitted after phillips obtains more information about this event.